Event description:
This device was returned with oos documentation from biotronik representative (B) (4). Per oos, the device was at eri indication. The device was replaced with a lumax 340 dr+, (B) (4).